Event description:
It was reported that during a cholecystectomy procedure, the abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Leak test failure, damaged universal seal assembly. Evaluation summary: the analysis results of the h12lp found that only the sleeve and the olive button were received for analysis. During inspection, the lower ring of the universal seal assembly was noted cracked. It was leak tested and failed; a corrective action has been initiated to address the root cause of the leak test failure. See attached pictures. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received and it is the part that have the batch stemped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.